Event description:
A us distributor contacted zoll to report that a patient developed a yeast infection under the lifevest equipment. Patient described the area as a yeast infection under the breast area. There was no alleged device malfunction contributing to the infection. The patient¿s physician prescribed a powder for the infection. Outcome of the infection is unknown as follow up attempts were unsuccessful.